Event description:
The patient reported that v-go fell off before the 24 hour period. The patient indicated this is not the first time this happened and that it happened since day one. The patient indicated that she wears v-go on every single infusion site: abdomen, arms and legs. The patient stated that after about 22 hours first time, monday of this week after 10 minutes, for example. The patient mentioned that v-go fell off while she was doing normal activities, sleeping and dressing.